Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. Quality control (qc) is performed twice daily and was within specifications. The customer reported additional heterophile testing was performed and confirmed heterophile interference in the patient sample. The customer did not present further issues. Product labeling: for assays employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the sample. Human anti-mouse antibodies may be present in samples from patients who have received immunotherapy or diagnostic procedures utilizing monoclonal antibodies or in individuals who have been regularly exposed to animals. Additionally, other heterophile antibodies, such as human anti-goat antibodies, may be present in patient samples. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4) 2008 through (B)(4) 2010 for additional reportable events. This medwatch report is related to MDR 2122870-2011-03148.

Event description:
The customer reported elevated thyroid-stimulating hormone (tsh) results, above the normal reference range, for one patient involving unicel dxi 800 access immunoassay system. This is report number two of two. The elevated results were discordant to an alternate methodology, which produced a normal result. The customer performed additional testing by adding heterophile blocking reagent scantibodies to the patient sample and retested the sample on the unicel dxi 800 access immunoassay system which produced a result within the normal reference range. The elevated results were not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event.